Event description:
Hill-rom received a report from the account stating the nurse call would not work. The bed was located in a2 at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom tech found the nurse call dummy plug was not plugged in. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech installed the dummy plug to resolve the issue. Based on this info, no further action is required.